Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibited noise. Attempts were made to explant the rv lead, but extraction difficulty was noted and the lead broke. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.